Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested, however, not provided. Model/lot requested, however, not provided. Customer decline to return devices as there was no device malfunction noted.

Event description:
It was reported that during 3 unspecified infusions, an error message (disconnect) displayed, followed by a complete shut down of all infusions. There was no report of patient impact provided at this time. The biomed reviewed the event logs and determined that the battery was low and shut down, which most likely caused the event. The devices were all tested using bd software and no issues were found with the operation of the equipment. After the testing was complete, there were no further problems. The customer declined to return the devices, as he felt there was no device malfunction.

Event description:
It was reported that during 3 unspecified infusions, an error message (disconnect) displayed, followed by a complete shut down of all infusions. There was no report of patient impact provided at this time. The biomed reviewed the event logs and determined that the battery was low and shut down, which most likely caused the event. The devices were all tested using bd software and no issues were found with the operation of the equipment. After the testing was complete, there were no further problems. The customer declined to return the devices, as he felt there was no device malfunction.

Manufacturer narrative:
The report of an error message and devices shutting down was confirmed in the pcu event log. The devices were not received for investigation. The pcu event log shows that a battery discharged event occurred at 2:27 pm on (B)(6) 2019. This caused the 3 pump modules that were actively infusing to pause. At 2:30 pm, the pcu was plugged back into ac power. Nine minutes later the infusions on the 3 pump modules were restarted and after the last device was restarted, a channel disconnect occurred (which is believed to be the ¿error message for disconnect¿ that the user experienced). At this time the infusions stopped due to the devices disconnecting from the pcu due to a loss of power. A review of the device error logs found no errors during the time period of the reported event for the pcu or the three pump modules. The pcu battery log shows that at 10:07 pm on (B)(6) 2019, the system was taken off ac power and then the pcu alarmed for lb3 (battery discharged) at 2:27 pm on (B)(6) 2019 with a capacity of 2815. The battery log contains entries between (B)(6) 2017 and (B)(6) 2019; however the log does not show that battery conditioning was performed during this period. The logs were reviewed by software engineering and it was determined that none of the software trackers are applicable to this event and the battery has reached the end of its useful life. The proximate cause of the battery error message was due to a low battery while the pcu was on dc power. Based on the fact that the battery log contained no evidence of battery conditioning, the likely cause of the missed low battery alarms (lb1 and lb2) was due to lack of proper maintenance. The root cause of the devices shutting down was due to a channel disconnect event in which all 3 modules lost power while infusing. Channel disconnect event was not determined since the devices were not returned for investigation

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient demographics requested however not provided. Model/lot requested however not provided. Customer decline to return devices as there was no device malfunction noted. Other text: (B)(4).

Event description:
It was reported that during 3 unspecified infusions, the user received an ¿error message for disconnect¿ with a complete shut down on all infusions. There was no report of patient impact provided at this time. The biomed reviewed the event logs he stated: ¿that the battery was low and died which most likely caused this incident. I tested all pumps using bd software and found no issues with the operation of the equipment¿ biomed reported after testing there was no further issues.